Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, followed by button error. The customer stated that the insulin pump had been exposed to rain water. The customer stated that the no delivery alarm was resolved by a complete set change and declined to return the supplies for analysis. The customer's blood glucose was 350 mg/dl at the time of the no delivery alarm. The customer's blood glucose was 391 mg/dl at the time of the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic or motor assembly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery error alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.